Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 303408, expiration date 11/30/2012). Reference medwatch report (B)(6) for the suspect device used in the compact plus system.

Event description:
Customer reportedly received result of 126 mg/dl on the aviva system and result of 66 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.